Manufacturer narrative:
(B)(4). The mitraclip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip did not close. It was reported that during initial testing and prior to use the mitraclip was unable to close on the second attempt. There was no patient involvement. Another clip delivery system was used successfully in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty closing the clip. In addition, the results of the returned device analysis indicated that the release crimper was loose and further assessment determined that the loose release crimper may potentially be related to the manufacture of the device. Also during returned device analysis, a broken coupler spiral weld was identified; however, further assessment of the issue determined that there is no indication that the broken coupler is related to a design, labeling or manufacturing issue and that the cause of the difficulty closing the clip was the loose release crimper. Av determined that the root cause of the loose release crimper to be method with contributing root causes of man (operator), mother nature and design. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.